Event description:
A peritoneal dialysis (pd) nurse reported that the pd pt discovered fluid leaking from the cycler following treatment on an undetermined date. The nurse reported that the pt had an infection possibly related to this leak. During f/u the pd nurse confirmed that the pt had contamination peritonitis on (B)(6) 2014. The pt was treated with vancomycin and gentamicin. As of (B)(6) 2014, the pt's signs and symptoms of peritonitis resolved, and the pt continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. No sample will be available.

Manufacturer narrative:
The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.